Event description:
Patient was treated for central venous catheter infection after their third column treatment. When catheter was removed after the 12th treatment patient developed an infected fistula at the catheter site patient was hospitalized approximately 2 weeks later for 5 days with dx of pneumonia. Two weeks later and 5 weeks after the last column treatment patient was again hospitalized and was diagnosed with a deep vein thrombosis and pulmonary emboli.